Manufacturer narrative:
(B)(4). The device was not returned for evaluation.the reported patient effect of angina is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2014, a 3.50 x 23 mm xience xpedition stent was implanted in the narrow, mid, left anterior descending (lad) coronary artery. The patient was admitted to hospital for chest tightness and shortness of breath on (B)(6) 2016. Medication was given. Coronary angiography on (B)(6) 2016 showed intimal hyperplasia of the anterior descending branch near the middle part of the stent, while no obvious stenosis was found in other vessels. The patient was admitted to hospital for chest pain on (B)(6) 2016. Medication was given. Coronary angiography on (B)(6) 2016 showed the xience xpedition stent was patent. The patient was discharged on (B)(6) 2016. The patient was admitted to the hospital for chest tightness and shortness of breath on (B)(6) 2018. Medication was given. The patient was discharged on (B)(6) 2018. Per the physician, the correlation between events and the stent is undetermined. No additional information was provided.